Event description:
A study reported removal of implants. The procedure was conducted 3.5 months post implantation to remove a 14-hole plate and screws that had been implanted on the right fibula for a syndesmotic trauma with ankle fracture. Soft tissue swelling at the distal aspect of the distal incision over the fibula with tenderness to palpation over the implant was noted. X-Rays were reported to have revealed maintained reduction, osteolysis surrounding the screw in the fibula, and hardware associated osteomyelitis. During the removal procedure the most anterior screw head in the medial malleolus broke with all debris removed. After implant removals, irrigation and debridement of the wound occurred. No further information is available.

Manufacturer narrative:
(b)(4)This MDR is submitted late after remediation efforts and a retrospective review of complaint reportability.D10:1 Unknown R3ACT screw, part & lot unknown.P53-201-0014, FIBULAR PLT STR 14-HOLE, lot unknown.12 Unknown Screws, parts & lots unknown.Reported event was unable to be confirmed due to limited information received from the customer.Device History Record (DHR) review was unable to be performed as the part and lot number involved in this event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer Biomet will continue to monitor for trends.